Manufacturer narrative:
The reported catheter display issue could not be confirmed. Abbott personnel visited the customer for a service visit but could not reproduce the event. Based on the information received and the service report provided, the reported catheter display issue and subsequent procedure cancelation remains unknown as the issue reported was not reproducible. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During a pulmonary vein isolation procedure, the catheters would not display following optimization, validation, and loading the presets, so the procedure was canceled. The amplifier was reset and reconnected and the system was rebooted with no resolution. The case was abandoned. There were no adverse consequences to the patient due to the cancelation.